Event description:
A surgeon reported noting glistening in an intraocular lens (iol) two years ago. The surgeon reported the glistening has no impact on the pt and visual acuity is 1.2 (20/20+). Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).